Event description:
It was reported that this right ventricular (rv) lead was found dislodged. Physician tried to reposition the lead but it was unsuccessful. Physician explanted and replace it with a new lead. The hospital is in possession of the lead. No additional adverse patient effects were reported.